Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used in a stent placement procedure performed in the pancreatic duct of a patient, on (B)(6) 2015, as part of the (B)(6) clinical trial. According to the complainant, an intraprocedural pancreatogram was recorded just before stent placement. The patient's pancreatic duct anatomy was categorized as a long, anomalous pancreatobiliary union. The patient did not have a prior biliary or pancreatic sphincterotomy. During the procedure, a biliary sphincterotomy and a pancreatic sphincterotomy were performed. Contrast was injected in the distal pancreatic duct only (from papilla to genu). The study stent was implanted in a satisfactory position with overall ease of placement. The intended duration for the study stent to indwell was 4 weeks. Reportedly, the patient did not have a previously placed pancreatic stent that was removed at the time of this procedure, and a biliary stent was not placed during this procedure. On (B)(6), the patient experienced moderate acute pancreatitis. The patient was hospitalized and discharged on (B)(6) 2015. The patient had normal amylase and lipase, with no pain for 24 hours post-procedure.

Manufacturer narrative:
(B)(4) clinical trial. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.